Manufacturer narrative:
The following fields of this supplement report contain corrected information: b4, b5, d1, g3, g6, h2, h11.

Event description:
Corrected device name: cs730.

Event description:
The machine operator loaded a cart into the washer and started the wash cycle in full auto mode, which causes the wd730 to start automatically when the wash chamber sensor detects a cart. The operator noticed that the cart stopped moving on the conveyor system because it had been incorrectly loaded and was jammed on the track. He entered the washer and went in front of the cart to lift it and clear the jam. As soon as the cart was positioned correctly, the sensor let the unit know that a cart was in the washer and the doors started closing. The cycle started and the water turned on. The operator panicked and tried to punch out the window of the machine, cutting his right arm. He then saw the emergency off switch on the side wall and pressed it. The unit stopped. He was able to open the door and exit the washer. He was sent to the hospital emergency unit and was out from work for over a week due to the incident.

Manufacturer narrative:
The machine operator did not engage the e-stop when entering the washer, nor did he press it initially after the doors closed and the cycle started. Per the washer instructions for use, the e-stop (emergency off switch) must be engaged if it becomes necessary to enter a washer after initiating a wash cycle. Should the doors close for any reason while an operator is inside a washer, the e-stop must also be engaged to stop any cycle and permit the operator to exit the machine. The operator had been trained on the procedure by the hospital supervisors but failed to follow these instructions.